Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR could not be performed due to unknown lot#.

Event description:
It was reported that the pen ndl 32g 4mm pro was unable to deliver insulin/medication. The following information was provided by the initial reporter: this is a report from the patient who switched from micro-fine plus to pro. According to the patient's report, the decreasing of the drug volume suddenly slowed down after product switch although he/she used the same unit.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the pen ndl 32g 4mm pro was unable to deliver insulin/medication. The following information was provided by the initial reporter: this is a report from the patient who switched from micro-fine plus to pro. According to the patient's report, the decreasing of the drug volume suddenly slowed down after product switch although he/she used the same unit.